Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-01253 and 2134265-2016-01048. It was reported that automatic pullback failure occurred. The target lesion was located in left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with opticross imaging catheter and pullback sled to visualize the target lesion. During procedure, the opticross imaging catheter had encountered difficulty crossing the lesion due to protrusion and left thrombosis after stenting. Pullback was then performed for about 10 times however, in the midway of pullback, the opticross imaging catheter stopped then error 226 occurred. The physician checked the sled and connection part of the opticross but the same issue occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.